Event description:
The customer reported various sys errors accompanied with a loss of sys functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ac cable, interconnect cable, uninterruptable power supply were evaluated and replaced. The 12v power supply was adjusted. The sys was tested and found to be working as intended and returned to svc.